Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The patient¿s blood glucose level was 254 mg/dl at the time of the incident. The customer reported that they were unable to rewind the insulin pump. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and unexpected restart error test. No unexpected unexpected restart error alarm noted during testing.